Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45 lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient had a device check and it was noted that the battery indictor was at less than one month. A few days later, the patient 'felt bad'. The following day, the patient presented to the emergency room with a heart rate in the 30s. The device was interrogated and was found to be at elective replacement indicator (eri). The device had switched to vvi 65 due to the eri but it was noted that the right ventricular (rv) lead was not capturing. The device was explanted and replaced and at changeout the rv lead was checked and was functioning normally. The rv lead remains in use. No further patient complications have been reported as a result of this event.